Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2020-00074

Event description:
Patient revised on (B)(6) 2020 due to dislocation approximately 3 weeks after primary surgery. Patient's shoulder reduced under anesthesia on (B)(6); however, patient dislocated again. During revision, surgeon explanted the 36mm centered glenosphere with screw and 36/+6 standard humeral cup and replaced them with a 40mm centered glenosphere with screw and a 40/+9 stability humeral cup.